Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient was reprogrammed multiple times without any therapeutic benefit so the system was explanted; the issue was resolved. It is unknown when the issue began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.